Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not power on for approximately ten minutes despite a reported battery level of about 80 percent, after which the device powered on without intervention; this aligns with an unexpected shutdown associated with the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a software problem associated with the computer software that produced an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.